Manufacturer narrative:
The device associated with this report was not returned. A review of device history records did not identify any related deviations or anomalies. The investigation is unable to draw any conclusions without product examination. It is known that this device was part of a voluntary recall by depuy orthopaedics in june 2007 and that this product code is considered inactive/obsolete. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised due to a fracture at the juncture of the proximal body and stem.